Event description:
The reporter stated that the pump showed that 15.7cc of blood had transfused when actually no blood had transfused. No alarm was noted to indicate that the pump was not infusing. There was no patient injury or treatment associated with this event.